Event description:
The relative of a diabetic reported taht an insulin syringe allegedly caused an infection in the injection site of the user that led to a hosp stay of three months. The relative had gone home because the user had fallen and was unable to get up. The relative called emergency medical service to assist them. While waiting for emergency medical service, the relative noticed an 'erupted site' on their relative's lower left abdomen, stating that it was "the size of an orange and black". The admitting diagnosis at the hosp was reported to be "necrophilia phagocytosis (flesh eating disease)". (Note - co believes that the correct term is necrotizing fasciitis). According to the relative, a doctor in the emergency room told them it was from their syringe. The pt was transferred to another hosp where pt was treated in the burn unit or three months before being released. The reporter stated several times that they were seeking medical compensation for their relative hospitalization because pt did not have insurance.